Event description:
It was reported that, more than 2½ years ago, the catheter fell out three times. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).